Event description:
The surgeon implanted an aa4203tl silicone lens but it fell behind the eye and was removed. The model and lot numbers of the injector and cartridge were not provided by the facility. Add'l info has been requested from the facility but has not been rec'd to date.